Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer's blood glucose level was 236 mg/dl. It was indicated that the customer has manual injections available for diabetes management.

Manufacturer narrative:
Minimum fill issue- no failure identified.